Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent bilateral salpingo-oophorectomy, abdominal sacrocolpopexy, and ureteral stent on (B)(6) 2004 by dr. (B)(6) due to vaginal vault prolapse and atropic ovaries removal at (B)(6) hospital.

Event description:
It was reported that patient underwent bilateral salpingo-oophorectomy, abdominal sacrocolpopexy, and ureteral stent on (B)(6) 2004 by dr. (B)(6) due to vaginal vault prolapse and atropic ovaries removal at (B)(6) hospital.